Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the cause of the peritonitis may be associated with a breach in aseptic technique due to poor vision of the patient. Breach in aseptic technique is a frequently encountered problem that is a well-documented risk factor for peritonitis in pd patients.

Event description:
During a troubleshooting call to fresenius technical support (ts) for drain complications, a peritoneal dialysis (pd) patient reported having peritonitis in (B)(6) 2020. There were no reported allegations that the peritonitis was associated with the use of any fresenius device(s) or product(s). During follow-up, the patient¿s pd nurse stated that on (B)(6) 2021 (not (B)(6) 2020), the patient was seen in the outpatient pd clinic and had a pd culture obtained. The patient¿s culture yielded an elevated white blood cell (wbc) 1428 and no organism growth. The nurse stated the patient was treated on an outpatient basis with the antibiotic vancomycin (per clinic protocol) intra-peritoneal (ip). Per the nurse, the patient is recovering from the event. However, the patient was experiencing some drain issues on the cycler which was suspected to be caused by fibrin (known to occur due to peritonitis). Per the nurse, the patient will be treated with heparin (per standing orders) for the fibrin. The patient continues pd treatment with the same cycler without any harm or ill effect, according to the nurse. Per the nurse, the patient did not have any fluid leaks or other issues with any fresenius device(s) or product(s) in relation to the event. The nurse stated the event may have been related to a breach in aseptic technique (during the pd exchange), as the patient has poor vision.